Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. Lead returned with the helix fully retracted, tissue visible inside the helix, removed tissue with alcohol.

Event description:
It was reported that during the implant procedure, after multiple reposition attempts, the right ventricular (rv) lead helix would not extend. The lead was removed and tested outside the body with the same result. An alternate lead was utilized without further incident. No patient complications have been reported as a result of this event.